Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2008-2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not set alarm did not work. The bed was located in medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).